Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while checking the cavity the surgeon noticed that a rubber part of the device disengaged and fell into patient cavity. The surgeon managed to remove the rubber part by using a grasper through the port. There was no patient injury.